Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was administered antibiotics. Additional information has been requested but has not been made available as of the date of this report.